Manufacturer narrative:
Correction to previous b5 (update quantity from "(B)(4)"). B5: upon additional information, the event was observed during transforminal epidural procedures under fluoroscopy. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10 date: the events occurred on unspecified dates of february 2024, further described as "in the last week". E1: initial reporter address: (B)(6) e1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) one-link non-dehp microbore catheter extension sets were blocked and medications/fluids could not flush through. This was observed during patient procedures. There was no report of patient injury or medical intervention associated with this event. No additional information is available.